Event description:
Additional information received reported the steps taken to resolve the lack of therapy were the patient met with the doctor years ago for programming and that didn't resolve it so the patient requested for an explant but was declined by the doctor. It was stated that it didn't bother them to have the ins in so they decided just to leave it in. It was noted nothing had been done since the last call.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was a loss or change of therapy. It was not working and hadn't for a while. The patient would let it go awhile and mentioned she wanted it out. It had never worked since implant, (B)(6) 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.